Event description:
The facility reports, after showering the resident in the lift at its highest position. The lift operator used the handset to lower the lift. At this point, the lift went down in a "skydive". The lift would not go up anymore. The resident's complaints of back pain have increased.

Manufacturer narrative:
An arjo investigator has examined the device and found it looks good, especially considering it is used every day. All functions were tested and no defects were found. The user stated the lift made a "skydive" from the highest position to the lowest position. After the incident, a mechanic of welzorg (homecare organization) visited to look at the case. He found the motor of the high-low actuator had become loose off the axle of the motor spindle. He had fastened the motor and fitted loctite 2701 at the imbus bolt. The chair had then been taken on a trip and had been used every day. The arjo investigator found the actuator to be in good condition and dry with no signs of oxidation or wear. The actuator is being returned to the manufacturer for evaluation.